Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced progressive hyperglycemia on ilet with highest glucose of 369 mg/dl despite correction doses, accompanied by headache, while using a new infusion site location with cartridge-driven (cd) infusion sets and no alarms or leak indications. Symptoms included hyperglycemia and headache. Outcomes included user-led troubleshooting and education with an infusion site change back to a previously effective area and a plan for self-monitoring. Investigation included clinical troubleshooting over the phone and review of infusion site placement and technique. Investigation of this case revealed likely poor insulin absorption related to the new infusion site location, with no evidence of device alarms or mechanical issues reported. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate but consistent with infusion site absorption variability. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.